Event description:
It was reported that this non (B)(6) right ventricular (rv) lead exhibited fluctuating pace impedances and noise on the rv channel. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).